Event description:
During the procedure the typotube of the device separated resulting in the inability to deflate the occlusion balloon. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 4mm to occlude the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician loaded the hypotube into the adapter and the hypotube kinked then separated resulting in difficulty in deflating the occlusion balloon. The physician used the method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The patient is reported to be fine.